Event description:
It was reported that the device was failing to recognize the syringe when properly loaded. When the amphastar morphine syringe was loaded into the pump, it stated "unknown syringe installed" "re-install syringe". This syringe is not on the alaris syringe compatibility list. When a bd 30 ml syringe was loaded and it was recognized. There was patient involvement, however no harm. The customer has made a product enhancement request to have incompatible amphastar 30ml morphine syringes compatible with the bd syringe device.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: medical device type. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the reported issue, in which the pca did not recognize the syringe when properly loaded, was confirmed through the provided photos and is attributed to the use of a non-compatible syringe. The amphastar morphine 30ml syringe is not included in the bd alaris syringe compatibility list. No devices were supplied by the facility for further examination. Consequently, external and internal inspections could not be conducted. Additionally, log analysis was not possible, as no devices or logs were returned for investigation testing could not be performed as the devices were not returned for investigation. However, attached photos of the unknown syringe were provided by the facility, showing the size and dose manufactured by international medication systems, limited (ims) not approved by bd. Use only the syringe size and type specified on the main display. The full list of permitted syringe models is dependent on the pca¿s software version. Do not use incompatible syringe sizes and models with the syringe module. Use of incompatible syringes can impact pump operation resulting in inaccurate fluid delivery, delayed generation of occlusion alarms, and other potential problems (refer to the bd alaris¿ system with guardrails¿ suite mx user manual). Ensure that the displayed syringe manufacturer and syringe size match the installed syringe. Mismatches can impact flow rate accuracy. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause of the reported issue, where the pca did not recognize the syringe when properly loaded, is attributed to the use of a non-compatible syringe. The amphastar morphine 30ml syringe is not included in the bd alaris syringe compatibility list. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device was failing to recognize the syringe when properly loaded. When the amphiaster morphine syringe was loaded into the pump, it stated "unknown syringe installed" "re-install syringe". This syringe is not on the alaris syringe compatibility list. When a bd 30 ml syringe was loaded and it was recognized. There was patient involvement, however no harm. The customer has made a product enhancement request to have incompatible amphiaster 30ml morphine syringes compatible with the bd syringe device.